Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived clean and incomplete (a part of the locking mechanism is missing). During the first visual inspection it was noticed that the weld seam was broken. During a microscopically inspection it was noticed that the seam was formally and without blowholes. The manufacturing documents have been checked and found to be according to specification valid during the time of production. The root cause for the problem is most probably design related. The seam construction seems too weak for the load during usage.

Event description:
Country of complaint: spain. It was reported that during a spine surgery, after impacting the implant holder with a mallet the device fell apart.